Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the non-tortuous, non-calcified, mid right coronary artery lesion the nc trek balloon dilatation catheter (bdc) was inflated once to 12 atmosphere (atm), but had difficulty deflating. Negative pressure was applied and only partial deflation was achieved; the device was retracted with resistance into the guide catheter and removed from the anatomy. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was confirmed; however, the reported difficulty removing the balloon dilatation catheter(bdc) from the guiding catheter was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.